Event description:
The customer reported that the etco2 was not working during a cardiac arrest.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.